Event description:
It was reported that the patient had a power cable disconnect alarm while connected to the power module. The patient was using an ungrounded tether cable. The log files captured no unusual events. The peripheral equipment appeared to be functioning as intended. The alarms spontaneously resolved. The cause of the low flows were determined to be due to right heart failure. The patient passed away due to right heart failure. The pump was functioning as intended and prior to death pump was turned off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate and was covered under MFR # 2916596-2022-10113. Refer to MFR # 2916596-2022-10113 for the investigation results.